Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2011. It was reported that the patient experiences pocket heating when recharging her ipg. The patient denies any trauma or manipulation with the ipg site which may have contributed to this event. It was recommended that she recharge the device in shorter intervals and that she utilize the neoprene belt. Additionally, a replacement charging system was shipped to the patient. Follow-up on this matter found that the new charging system has improved the situation. No further issues were reported.